Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Device availability - product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. A review of the provided data and the visual examination of the components have indicated the presence of a feint wear stripe on the femoral head and wear patches on both bearing surfaces, including adjacent to the rim of the cup. These features likely indicate that a degree of edge loading or subluxation of the parts occurred. The scratching and indentations on the bearing surfaces suggest that a third body was present, the source of which is unclear. The black residue on the surface of the female taper of the femoral head suggests that fretting or galling mechanisms were active at the taper interface. This suggests that there was micromotion at the taper interface, which may have been caused by insufficient taper impaction or suboptimal assembly conditions during primary surgery. Product left conforming to print as there was no evidence that states otherwise. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04524 / 04525).

Event description:
It was reported by the research department that the patient underwent total right hip arthroplasty on (B)(6), 2007. Subsequently, patient was revised on (B)(6), 2013 due to adverse reaction to metal debris (armd). During the procedure, fluid, bone erosion and a thickened trochanteric bursa were noted. Reported from (B)(4) laboratory.